Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Right atrial lead replacement due to lead malfunction discovered by device interrogation in office. This is all of the available information at this time. (B)(6) 2014 - lead was found to be dislodged.